Event description:
The trilogy 100 ventilator was returned to the third-party service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation the customers complaint was not confirmed, however the system failed a negative flow calibration test step during testing. The device was sent for run in and was retested and passed all test. There were no significant event(s) in the error log(s). Additionally, during the service of the device, the rubber feet and handle assembly were replaced due to physical or cosmetic damage. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.